Manufacturer narrative:
(B)(4). Date sent: 11/9/2021. D4: batch # v9503r. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the mcm30 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining three clips as intended. Also, the jaws of the clip applier were inspected and no burrs or sharp edges were observed. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement. Ensure that each clip is securely and completely placed around the tissue being ligated." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. D4: the batch number is v9503r.

Manufacturer narrative:
(B)(4). Batch #: 310a25. The lot/batch history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a visceral procedure, "at the moment to place a clip on a vessel, the clip was not charged (lag of several clips)." The little yellow shuttle was jammed in the middle of the device. It is a yellow part located at the middle of the clamp. This "avoided the clip to move forward at the tip of the device." The vessel was damaged leading to bleeding, which was quickly handled by the use of a bipolar. There was no patient consequence.